Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.34 cause - unable to resume flow in stopcocks effect (harm) - under drainage of csf residual risk - medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - natus evd system faulty stopcock relative to the transducer. Stopcock plastic piece broken unable to clamp/open evd system.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint#: (B)(4). Sterile date of affected product: jul 01, 2024. Device history review: unit passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) 22 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: there were three parts that were damaged with this drainage device. They was a break at the female luer of the drip chamber stopcock, a break at the lever of the system stopcock, and a break at the spin luer lock. The breakage of the components indicates that the user applied excessive torque when operating the stopcock and spin luer lock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, and the spin luer with the collection bag, resulting in misalignment and increased stress. It seems that the user possibly used a tool to try to remove something from the drip chamber stopcock luer and to turn the system stopcock leading to applied excessive force on the female luer, and that the user tried to disconnect the spin luer with a tool instead of by hand. Failure mode: confirmed / stopcock and spin luer lock breakage during use.

Event description:
Nt821731c - natus evd system faulty stopcock relative to the transducer. Stopcock plastic piece broken unable to clamp/open evd system.